Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. Upon evaluation it was noted that the device was not used and the tip was bent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2014. During insertion, after the first try, the device was bent at the very front. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
It was reported that the part of the device that was bent was the white opaque plastic trocar covering.